Manufacturer narrative:
Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, diopter -8.0 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to low vault. Reference MFR report 2023826-2018-01698 for previous implanted lens. The cause of the event is reported as unknown. The reporter states the lens moved in the eye, "the lens optical zone migration down."